Manufacturer narrative:
Device disposition not presently known.

Event description:
A percival valve was implanted and explanted, intraoperatively, due to paravalvular leak at the left coronary cusp. Upon further examination, the surgeon noted that the patient's anatomy was not suited to the sutureless technology. A magna ease valve was then implanted.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1210 , s/n # (B)(4) as they pertain to the reported event, were retrieved and reviewed by quality engineering at (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release.

Manufacturer narrative:
The returned valve prosthesis was received in generally good condition. Visual inspection of the returned prosthesis confirmed the absence of pre-existing manufacturing defects. No further investigation is warranted, due to the reported incompatibility of the patient anatomy with the sutureless technology. Based on the information provided, the event can reasonably be attributed to the patient's anatomy. As the reported anatomical issue was not further specified, the root cause of the event cannot be determined with greater specificity. Updated: concomitant medical products.